Event description:
Scheduled procedure: bariatric sleeve gastroplasty; actual procedure: exploratory laparotomy, repair of aortic laceration. Trocar injury-aorta was nicked at bifurcation at the start of the procedure. Ebl 1000 cc.